Event description:
The customer reported that the system failed to complete the boot process and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The systems interface pcb and the video controller pcb were also reseated during the service event. The system was tested and found to be working as intended and returned to service.